Event description:
The patient had full revision surgery on (B)(6) 2016. The generator and lead were received on 05/31/2016. Analysis of the lead was approved on 06/17/2016. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Analysis of the generator has not been approved to date.

Event description:
Analysis of the generator was approved on 06/20/2016. Review of the data downloaded from the pulse generator showed an indication of increased impedance from the date of explant. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that high impedance was detected on a patient's device on (B)(6) 2016. The patient was referred for full revision surgery. No surgical intervention has occurred to date.